Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: sample issue or user had an inaccurate reference.

Event description:
Consumer reported complaint for e-0 error message and high blood glucose test results. The customer had called on (B)(6) 2016 for e-0 error message that appeared when the blood sample was absorbed. During the call the customer stated he is getting high results. The customer is concerned with test results from results obtained of 295, 123 and 284 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of e-0 and e-0 using on both reading. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history( time not set correctly: (B)(6). Memory concerns:customer is concerned with all the 5 results provided in the meter's memory the customer has not had any changes in diet.